Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospital nurse reported that the customer was hospitalized due to diabetes ketoacidosis. She was treated with insulin meals, lantis at night, and novolog sliding scale. The blood glucose reading at the time of the event was 900 mg/dl. Prior to the incident, the customer experienced high blood glucose levels and fainted. It was also stated that the insulin pump primed but was not giving insulin. The nurse was trying to figure out how to work the pump. The current blood glucose reading is 156 mg/dl. No further information was provided.